Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the aquabplus reverse osmosis (ro) system. The customer noted a charring smell. Thermal damage to the motor protection switch was identified upon opening the control panel and inspecting the wiring. The biomed was advised to replace the motor protection switch and any charred wiring. Additional information was obtained during follow-up from the biomed. L1, l2, l3 ground wires leading to the red/green plastic on/off (motor protection) switch had burned and melted the plastic around the wires. A burning smell was noted upon opening stage 1. It was not reported that smoke, spark, flame, or arcing was observed. The biomed stated that the damage occurred when the ro was powered back on in supply mode due to a machine mishap involving a leak that occurred outside of clinic hours. The alarm codes w-05-50-17 (concentrate pressure to low.) And f-04-50-04 (supply failure, pump p1 defective) were received shortly after stopping, rebooting, and entering supply mode. The pump relay tripped and needed to be reset. There was no damage to the relay. There were no blown fuses in the local power supply. There were no electrical storms or local power grid issues on or around the reported event date. The motor protection switch was replaced to resolve the reported issue and the wires were able to be plugged in as normal. The machine was returned to service without reoccurrence of the reported issue. No parts were returned to the manufacturer for physical evaluation. There was no patient involvement nor reported personal harm as a result of this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported issue was confirmed by the manufacturer based on a photograph provided by the customer. It was determined that the transition resistance at the pins of the motor protection did cause increased thermal energy at the blade receptacle, therefore the housing of the blade receptacle overheated and deformed. The mentioned wiring with included crimp connection and blade receptacles are supplier parts and a manufacturing failure cannot be excluded or confirmed as the failure cause. As no defective parts are available, no supplier non conformity can be submitted. It cannot excluded that the electrical contact at the pins of the motor protection switch get more worse by opening the electrical. As the wiring in usage is pre damaged we recommend to replace these wires and ensure a proper contact at the pins of the motor protection switch. The issue was resolved with replacement of the motor protection switch and reconnection of the wiring. A review of similar complaints was performed. This is a known issue whose risk was rated as broadly acceptable. The device history record was reviewed, no issues with the wiring or motor protection switch were determined during the test procedure.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the aquabplus reverse osmosis (ro) system. The customer noted a charring smell. Thermal damage to the motor protection switch was identified upon opening the control panel and inspecting the wiring. The biomed was advised to replace the motor protection switch and any charred wiring. Additional information was obtained during follow-up from the biomed. L1, l2, l3 ground wires leading to the red/green plastic on/off (motor protection) switch had burned and melted the plastic around the wires. A burning smell was noted upon opening stage 1. It was not reported that smoke, spark, flame, or arcing was observed. The biomed stated that the damage occurred when the ro was powered back on in supply mode due to a machine mishap involving a leak that occurred outside of clinic hours. The alarm codes w-05-50-17 (concentrate pressure to low.) And f-04-50-04 (supply failure, pump p1 defective) were received shortly after stopping, rebooting, and entering supply mode. The pump relay tripped and needed to be reset. There was no damage to the relay. There were no blown fuses in the local power supply. There were no electrical storms or local power grid issues on or around the reported event date. The motor protection switch was replaced to resolve the reported issue and the wires were able to be plugged in as normal. The machine was returned to service without reoccurrence of the reported issue. No parts were returned to the manufacturer for physical evaluation. There was no patient involvement nor reported personal harm as a result of this issue.

Manufacturer narrative:
Additional information: b3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the aquabplus reverse osmosis (ro) system. The customer noted a charring smell. Thermal damage to the motor protection switch was identified upon opening the control panel and inspecting the wiring. The biomed was advised to replace the motor protection switch and any charred wiring. Additional information was obtained during follow-up from the biomed. L1, l2, l3 ground wires leading to the red/green plastic on/off (motor protection) switch had burned and melted the plastic around the wires. A burning smell was noted upon opening stage 1. It was not reported that smoke, spark, flame, or arcing was observed. The biomed stated that the damage occurred when the ro was powered back on in supply mode due to a machine mishap involving a leak that occurred outside of clinic hours. The alarm codes w-05-50-17 (concentrate pressure to low.) And f-04-50-04 (supply failure, pump p1 defective) were received shortly after stopping, rebooting, and entering supply mode. The pump relay tripped and needed to be reset. There was no damage to the relay. There were no blown fuses in the local power supply. There were no electrical storms or local power grid issues on or around the reported event date. The motor protection switch was replaced to resolve the reported issue and the wires were able to be plugged in as normal. The machine was returned to service without reoccurrence of the reported issue. No parts were returned to the manufacturer for physical evaluation. There was no patient involvement nor reported personal harm as a result of this issue.